Event description:
The (B)(6) female patient was part of the (B)(4) study. Patient received 3 cypher stents in the svg to the diagonal system (mid, proximal and distal) on (B)(6) 2008. One of those stents had intrastent restenosis in (B)(6) 2010 and was the reason for the index procedure of the (B)(4) study. During this procedure, the patient received a 3.0 x 18mm cypher stent in the svg. Approximately 10 months after this procedure the patient had an mi. There was new lesion formation in the svg anastomosis to the first obtuse marginal branch. There was no restenosis or thrombosis found in the previously implanted 3.0 x 18mm cypher stent. In a second cypher stent that had been placed in the diagonal system in 2008 there was intrastnet restenosis which was treated with plain balloon angioplasty.

Manufacturer narrative:
(B)(4). Upon further investigation, the exact cause of this iipv was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2010 / cycle 4 / drain volume 392 milliliters (ml). Probable cause: insufficient drain. False empty detect and use error. Inappropriately set drain time too short.

Manufacturer narrative:
(B)(4). Homechoice (B)(4) was evaluated for 'the device is draining greater than the 85 % minimum drain volume percentage programmed'. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or to the instances of increased intraperitoneal volume (iipv) revealed in the devices logs. The device was determined to meet performance specification requirements. The device passed the homechoice rite functional test and the homechoice rite electrical test. Confirmed in the devices logs & not duplicated during the pal evaluation. Assignable cause: normal device operation. Iipvs noted in the logs. Occurrence date (B)(6) 2010 / cycle 4 / drain volume 392 mls. Probable cause: insufficient drain. False empty detect and use error. Inappropriately set drain time too short.